Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a device check with some complaints of general fatigue. Upon interrogation the pulse generator was found to be in back-up vvi mode. A device download could not be performed due to low battery status. The device was replaced due to normal elective replacement indicator. No further information could be obtained.